Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged all of the symptoms from the device. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found dust/dirt contamination was observed throughout device enclosure, and airpath, suggesting a source external to the device. The manufacturer found evidence of water ingress on blower and blower box. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 1 errors. The manufacturer concludes contamination of dust, dirt found were external to the device and water ingress consistent with blower and blower box. The manufacturer concludes there was no evidence of sound abatement foam degradation.